Event description:
During follow-up, sensing noise and low pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.